Manufacturer narrative:
(B)(4). Multiple attempts to obtain the device, logs and additional information were not successful. Without the actual device and/or logs, a thorough investigation could not be performed and further evaluation was not possible. If the device and/or additional information becomes available, a follow up report will be submitted. Correction: catalog number: change from - 8713040u; change to: 8713030u.

Manufacturer narrative:
(B)(4). The device has not been received yet and the investigation is on going at this time. A follow-up report will be provided when the examination results become available.

Event description:
As reported by the user facility: customer performing a clinical trial using two perfusor pumps on the same patient at same time. Using drug compound dratununab & rhuph 20 they are infusing subcutaneously in the abdomen. When the one pump finishes infusion in 30 minutes, the next pump automatically starts the other infusion. Primary lines attached by a stopcock as it described. The first infusion ran full therapeutic dose over 30 minutes . The second infusion stopped suddenly when there was 5 ml remaining in the syringe. The infusion was reprogrammed and patient received full therapeutic dose of second infusion after reprogramming. No ill effects to patient. The clinicians involved with infusion did not notice which pump was the one that stopped suddenly. There was no error code. Both pumps were plugged in to the wall at time of infusion. It is undetermined which pump shut off suddenly.